Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report.(B)(4). The customer reported the suspect component is available for analysis and a return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable, motor fault, and transducer fault alarms. The customer performed troubleshooting, but the issue was not resolved. The customer reported the turbine differential transducer failed calibration testing. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded transducer within the assembly (pt 800). The pt800 component is unresponsive to pressure input resulting in calibration failure. This issue will be internally investigated within carefusion.